Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the first firing, when trying to perform partial resection, the staple became malformed and ir leaks from it. The malformed part was tied with thread during the procedure, and the procedure was completed. The procedure was completed with manual suturing for reinforcement of malformed staple.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the first firing, when trying to perform partial resection, the staple became malformed and air leaks from it. The malformed part was tied with thread during the procedure, and the procedure was completed. The procedure was completed with manual suturing.